Event description:
New information noted that the programming changes were made on the device and there was no patient consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not available.

Event description:
It was reported that the patient presented in clinic for a follow-up check. Upon review, the right ventricle lead exhibited episodes of noise and inappropriate shocks had been delivered to the patient. No intervention was performed. Patient was stable.